Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "angioedema" and "bruise" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: adverse events: the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Isrs that lasted beyond the 30-day diaries were considered adverse events. Adverse events were also reported by the treating investigator at follow-up visits. After initial treatment (or touch-up treatment if performed), a total of 168 treatment-related adverse events were reported in 29% of subjects (60/208). In general, aes were mild (77%, 130/168) or moderate (16%, 27/168), resolved without sequelae (93%, 156/168), and required no action (91%, 153/168). Aes typically resolved within 3 months. Treatment-related adverse events that occurred in > 1% of subjects were injection site mass 16% (33/208), induration 10% (21/208), discoloration 5% (10/208), pain 4% (9/208), bruising 3% (7/208), swelling 3% (7/208), erythema 2% (4/208), and reaction 2% (4/208). Similar aes were reported after repeat treatment. In the clinical study, 11 severe treatment-related adverse events occurred in 4 subjects. These adverse events include angioedema and injection site mass, pain, bruising, swelling, erythema, and hypertrophy. All of these events resolved without sequelae, and all except the angioedema required no action. One subject experienced angioedema in the upper lip following topical anesthetic application of 25% lidocaine/7% tetracaine and injection of juvéderm® ultra xc, which resolved following administration of oral antihistamine, hyaluronidase injection, and oral anti-inflammatory medication. Instructions for use: with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient to a touch-up session after 1-2 weeks. Within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Healthcare professional reports 1 ml of juvéderm ultra¿ xc was applied to the lips. 2-3 hours later patient experienced angioedema of the upper lip and bruise and was provided benadryl. Symptoms fully resolved 3 days later. Patient history includes sulfur and penicillin allergy and eczema.